Event description:
It was reported that the insulin pump had scratches on the display screen that prevented the customer from reading the screen. The blood glucose reading was 118 mg/dl. The customer stated that she had been wearing the insulin pump in her pocket, and it had been scratched with something inside. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with a severely scratched display window and cracked battery tube threads.